Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the detached stent found the entire stent profile was damaged. The stent was returned wrapped around the undamaged balloon. A visual and tactile examination found that the mid-shaft was severely damaged, with a large number of kinks present together with longitudinal compression of the shaft wall. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The 95% stenosed, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. A 38 x 3.50mm cm taxus¿ liberté¿ long stent was selected but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable . However, returned device analysis revealed stent detached and stent damage.